Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and reported to have observed the trigger sensitivity was low and the positive end-expiratory pressure (peep) greatly fluctuated. The provider reported that both the monitor and the calibration analyzer were within the permitted range. The pump assembly was replaced but the issue remained. The on/off power switch seemed to correct the problem but the provider was not able to confirm the root cause. Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that, while in use on a patient, the ht70 plus ventilator generated a pressure alarm and the auto trigger was activated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The on/off valve was received for analysis. The valve was tested and no auto-cycling was observed. The ventilator was allowed to ventilate for several days with no issues. The customer reported issue was not duplicated.